Event description:
Pt suffered from tumor invasion in the bifurcation of right intra-hepatic duck and left intra-hepatic duct along with common hepatic duct, therefore, two drainage catheters were inserted for temporal bile drainage. Pt received two zilver stents in 2003. Physician was unable to locate detachment of delivery catheter due to contrast media. Three days later. Physician performed tube-gram to stent delivery catheter tip was noted. Terumo guide wire was inserted for stent placement.